Event description:
Event description guidant received information that this patient was seen in the emergency room and the pacemaker was exhibiting intermittent ventricular capture. The patient was then taken to surgery to evaluate the pacing system. The impedance measurements of the atrial and ventricular leads were within normal limits through the pacing system analyzer (psa). However, the impedance measurements throught the pacemaker were out of range, and the daily measurements revealed measurements greater than 2500 ohms and less than 180 ohms. There were no visible lead fractures, the setscrews were tightened properly, the leads were secure in the header, and there were no fluids observed in the header. The device and leads were explanted and replaced. The physician indicated that the patient condition of hemochromatomis may be a contributing factor.